Event description:
It was reported that when the customer was wheeling the camera stack to the theatres, the front right hand wheel came adrift causing the camera stack to fall over. It was further reported that the staff nurse was bruised during the incident. Further, as a result of the stack falling over, the monitor screen shattered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the customer was wheeling the camera stack to the theatres, the front right hand wheel came adrift causing the camera stack to fall over. It was further reported that the staff nurse was bruised during the incident. Further, as a result of the stack falling over, the monitor screen shattered.

Manufacturer narrative:
The device was returned for investigation. The reported failure mode was confirmed. Visual and functional testing was performed by our OEM. The OEM found that the front and rear bezel, pp filter, and lcd panel were damaged. The service report does not suggest that the monitor fell due to a failure of the monitor itself. The damage is due to the cart tipping over with the monitor attached. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.